Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - rpn - possible rpns: ksaw-7.0-18/38-55-rb-anl1-hc/ ksaw-7.0-18/38-55-rb-anl2-hc/ kcfw-7.0-35-55-rb-hfanl1-hc/ kcfw-7.0-35-55-rb-hfanl0-hc. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a fenestrated endovascular aneurysm repair procedure via access in the brachial artery, the hub/check-flo valve separated from an unspecified cook flexor 7-french, 55-centimeter ansel sheath. The sheath was removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 14dec2023. The access site was not scarred. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer's wire was used during the procedure. Resistance was not encountered during insertion or removal of the sheath. The dilator was reinserted prior to sheath removal, and the sheath was removed by pulling the hub, with only the dilator in place.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a fenestrated endovascular aneurysm repair procedure via access in the brachial artery, the hub/check-flo valve separated from an unspecified cook flexor 7-french, 55-centimeter ansel sheath. The sheath was removed from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Additional information was received 14dec2023. The access site was not scarred. The anatomy was not stenosed, tortuous, or calcified. Another manufacturer's wire was used during the procedure. Resistance was not encountered during insertion or removal of the sheath. The dilator was reinserted prior to sheath removal, and the sheath was removed by pulling the hub, with only the dilator in place. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of global sales could not definitively determine the lot; therefore, it is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The anatomy was not scarred, stenosed, tortuous, or calcified. Resistance was not encountered. The dilator was reinserted prior to sheath removal, and the sheath was removed by pulling from the hub. The IFU instructs to avoid application of traction to the hub during removal. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.